Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and torn leaflet. It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr) in the patient with moderate bileaflet prolapse and a thin, fragile posterior mitral leaflet. The first mitraclip was implanted reducing mr to grade 2. Approximately three minutes after the first mitraclip was deployed, mr grade returned to 3 and the mitraclip was no longer attached to the posterior mitral valve leaflet, which appeared to have torn. Two additional mitraclips were implanted to stabilize the first clip, but the mr remained grade 3. The patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no lot-specific product quality issue. The mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A cause for the reported single leaflet device attachment (slda) in this incident appears to be related to patients challenging anatomy (large medial prolapse). The reported tissue damage was likely a result of patients challenging anatomy and slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.